Event description:
Boston scientific received information that it was noted that this right ventricular (rv) lead sensed low r-wave amplitude measurements. After this lead had been implanted, the r-wave measurements were over 5.0mv, and they had become under 2.0mv. The frontal view of the chest x-ray showed that the tip of the lead was still in its place, but that the lead had lost its slack. A revision procedure was performed to avoid further problems. During the procedure, even though more slack was given to the lead, the r-wave amplitude measurements still didn't improve. The lead was repositioned and the r-wave measurement had improved to over 6mv. No issues were found with other lead measurements. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.